Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in threshold to 3 volts. As a result, a decision was made to surgically explant and replace the rv lead. The physician elected to implant a new lead at an alternative site with a more optimal threshold. No additional adverse patient effects were reported.